Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed, and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the erbe generator showed error c-34. Prior to contacting intuitive surgical, inc. (Isi) technical service engineer (tse), the customer power cycled the erbe, but issue was not resolved. During the call, the erbe generator showed error c-00. The tse asked the customer if they had a third-party generator and an energy activation cable to connect to the vision side cart (vsc). It was confirmed that the customer had the correct energy activation cable and a forcetriad and connected it to the vsc via the energy activation cable. The tse advised the customer that the instruments could be connected to the forcetriad and the erbe generator could be switched off. The customer proceeded with the cable changes and informed the surgeon was performing the surgery. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the error and replaced the integrated electrosurgical unit to resolve the reported issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.